Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a low battery voltage of 3.14 while still in storage mode. A boston scientific technical services (ts) consultant suspected a radio frequency (rf) issue. The device was sent to boston scientific for analysis.